Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other complaint source: mhra adverse incident report submitted directly by consultant urogynaecologist. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a pinnacle mesh was implanted into the patient on an unknown date. According to the complainant, post-procedure, the patient symptomatic experienced vaginal mesh erosion which required a partial surgical excision of the eroded mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.